Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: tip of the screwdriver broke off while in use. The surgeon states that he felt like it over torqued and then snapped off. The screw recess was still intact and was screwed into place with another screwdriver shaft with no issue. The surgeon retrieved the broken piece of screwdriver shaft with an artery forcep without any further surgical dissection required. It appeared that there were no other fragments left in situ. The procedure was delayed by approx 2 minutes as the surgeon retrieved the broken piece and the scrub nurse loaded another shaft into the screwdriver handle. There appeared to be no long term impact to the patient as the broken fragment was easily seen and retrieved immediately. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.